Event description:
A clinical application specialist reported a capsular tear during the quadrant phase of the phaco procedure after the completion of the laser assisted procedure. A vitrectomy was performed and an anterior chamber iol was placed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable becomes available. (B)(4).